Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva laser fiber was used in a procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis pulse 120 watt laser console. According to the complainant, during the procedure, a member of the staff was burned on the second digit and thumb on the right hand while trying to remove the laser fiber. Reportedly, silvadene cream was used to treat the burn. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event.